Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit failed the mdu-5 plus basic functional test because the drive shaft did not spin. The cause of the reported failure is a defective drive shaft. It cannot be determined how or when the drive shaft stopped spinning. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2014-06638. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used. It was noted that the motor drive unit (mdu) was unable to pullback with normal display on lcd. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
Same case as 2134265-2014-06638. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci), an ilab ultrasound imaging system was used. It was noted that the motor drive unit (mdu) was unable to pullback with normal display on lcd. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).